Event description:
It was reported that the pt experienced increased spasticity. At refill, a volume discrepancy was noted. The expected reservoir volume was 7.1 ccs; the actual reservoir volume was 17 ccs. No previous volume discrepancies have been noted and all programming was verified as correct. The hcp is considering troubleshooting options. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.